Manufacturer narrative:
Result: the coil is detached from the pusher assembly. There are multiple kinks along the entire length of the coil. The coil proximal constraint ball is still attached to the coil and the coil is intact. The pet-lock at the proximal end of the pusher assembly is broken, indicating that detachment was attempted either with the detachment handle or manually. The pusher assembly is kinked approximately 4.0 cm from the proximal end of the wire. The pull wire was retracted approximately 3.0 cm from the distal tip of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates the coil was removed from the patient and when re-sheathing, the coil detached from the pusher assembly. Evaluation of the returned device confirmed a detached coil however, the pet-lock at the proximal end of the pusher assembly was broken which is consistent with a properly detached coil. The coil loops show some damage and the pusher assembly is kinked. The findings during investigation of the returned device are not consistent with the description of the complaint. The coil is intact and shows no evidence of a break. Based on the returned condition of the device, it appears the coil was detached by breaking the pusher assembly proximal pet-lock as intended. The damage to the coil and the pusher assembly were not described in the complaint and may have occurred as a result of handling when packaging the device for return. The cause of the complaint is unknown. Evaluation of the device did not reveal any device malfunction. The coils are 100% visually inspected for damage and functionally tested during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician retracted the ruby coil out of the patient as the coil was not framing the aneurysm well. As the technician attempted to resheath the ruby coil outside the patient, the coil unintentionally detached. The procedure continued with a new coil. There was no report of an adverse effect on the patient.